Manufacturer narrative:
The customer was instructed to contact customer service to conduct troubleshooting in an attempt to resolve the issue she was experiencing. In follow up with the customer on 10/12/2017, she reported that she developed mastitis twice, initially on (B)(6) 2017 and then again on (B)(6) 2017, both times for which she was prescribed an antibiotic. She indicated that the mastitis is resolved, but she still feels that the pump is not operating as she feels it should. Again, the customer was instructed to call customer service to troubleshoot the pump; however, as of the date of this report, she has not made contact. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that she has been using her pump in style breast pump for a couple of months (baby #2 is (B)(6)) and the pump is wearing out already. She indicated that she used a different pump with her first baby, for whom she exclusively pumped, but it started to die about 2 months ago, and now, her new pump issued by the hospital through insurance is dying as well. She is both nursing and pumping, so the pump is not getting nearly the same usage as the first pump. She alleged that the pump issue may be contributing to long pump sessions and a case of mastitis that she is currently battling.